Event description:
Reference number (B)(4). Event occurred in the united states. It was reported that patient faced infusion set cannula kinked event on (B)(6) 2026. The insertion site was abdomen.the blood glucose level was high(368mg.dl) and the patient was treated with correction bolus via pump.it was resolved by replacing the infusion set and resuming insulin delivery . No further information available.